Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut; however, the repair was not completed because a replacement was recommended. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: australia.

Event description:
It was reported that before surgery, the unit was stuck and did not open and the handle was not able to perform the up and down motion. The cutter failed the cut test after final investigation. There is no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated to this malfunction.